Event description:
During a rotator cuff repair the anchor broke. Surgeon tapped the site prior to insertion. The anchor fractured oblong down the shaft. Sales representative stated that the anchor was removed without delay to the case. An additional site was tapped and another twinfix ab anchor was used to complete the procedure. The surgeon used the ao two-finger technique while inserting the anchor. No patient injury or complications resulted.